Event description:
It was reported that the pt's performance has decreased progressively since (B)(6) 2010. He has perception only in two channels now. An accident or trauma is not known. The external parts were checked and functioning ok.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.